Event description:
Philips received a complaint on the mrx defibrillator indicating that the device fails the therapy delivery test. The site engineer working with the rse confirmed the device fails the therapy delivery test. The device needs a high voltage capacitor and a therapy printed circuit assembly (pca). However, the device is end of life (eol) since 31 december 2022 and no parts are available from philips. No further action at this time. Based on the information available and the testing conducted, the cause of the reported problem is the high voltage capacitor and the therapy pca. The reported problem was confirmed. The evaluation indicates a parts issue but since the device is eol no parts from philips are available. It has been concluded that no further action is required at this time.